Manufacturer narrative:
An astral device displayed a battery error message upon completion of service by resmed. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message upon completion of service by resmed. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the deice data logs and performance testing could neither confirm nor reproduce the reported battery issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message upon completion of service by resmed. The device was not in patient use when the reported event occurred.